Event description:
The customer reported est consistently fails the patient circuit test ((B)(4)), block patient wye test ((B)(4)), crossover circuit test ((B)(4)) and pressure relief valve test ((B)(4)). The customer reported there was no patient involvement.